Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the device has not been serviced in the past. Review of event history verified the reported motor rate error. The reported problem with motor rate error was verified and duplicated by motor drive test. The main board and worm coupling were replaced to resolve this issue.